Event description:
The customer reported via phone call that the insulin pump would not prime or deliver a bolus. Customer was stuck in the rewind complete and bolus delivery loop. The loop occurred because the customer was trying to bolus while in the rewind and fill tubing process. The customer's blood glucose level bottomed out. Customer's blood glucose level was 529 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.